Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported by the vad coordinator that the battery shows as fully charged on the battery charger but when connected to either port on the controller, there are no indicators lit up showing any power to controller. Log files were submitted. The battery was removed from use while patient was in the clinic and new battery was provided with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. The reported battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection but failed functional testing as a result of an inability of the battery to communicate with either charger or controller. Testing results revealed that there was a communication error between (B)(4) (u1) and (B)(4) (u2). This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report